Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations of front panel switches not working was confirmed. After further review, it was also found that the image froze after some time due to defective main board. Additional information for this event is in the process of being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the front panel switches were not working, but image was ok on the video system center during preparation for use; the procedure was cancelled. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, the image was found to be freezing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a main board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
New information was included in sections b5 and d10 of this report.

Event description:
Information received by the customer states that the procedure at the time of the event was an upper gastrointestinal endoscopy in which the patient was under conscious sedation. The procedure was completed with no delays using the same device.